Manufacturer narrative:
Per the t:slim x2 user guide, "always make sure that the correct time and date are set on your pump. Not having the correct time and date setting may affect safe insulin delivery." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the am and pm time settings had been switched. Blood glucose level was 321 mg/dl. Tandem technical support assisted the customer with correcting the time settings.